Manufacturer narrative:
Patient had decreased hct and blood in urine. Blood products given to patient during admission to first hospital. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Log file analysis review date: (B)(6) 2016; log dates through (B)(6) 2016: power consumption above normal operating range. Additional notes: 135 high watt alarms have been logged since (B)(6) 2016. The current high watt alarm limit is set to 10.0 w. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "high power" event was confirmed via review of the controller log files, which revealed an increase in power consumption and several high watt alarms for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient first started to have high watt alarms on (B)(6) 2016. Patient decided to change out controller then, alarms subsided but returned later that day. Patient ended up going to local hospital. Status of patient was communicated to heartware on (B)(6) 2016 because the patient went into ventricular fibrillation (v-fib) and the hospital was unable to monitor what was going on with the device because a monitor was not located in the local hospital. Eventually a monitor from a local clinic was brought to the hospital and the manufacturer representative met the patient. Patient at this time had been shocked out of v-fib and was in normal sinus rhythm. Hospital staff was instructed on how to download log files and files were sent to engineering which showed an increased power and flow on the right side pump. Rvad continued to work normally with flows about a liter less than normal (7 l/min to 6 l/min). Patient was transported to a higher acuity hospital on (B)(6) 2016. Rvad was turned off on (B)(6) 2016 and decision was made to keep it off, cut the driveline and bury it, and keep patient on inotrope support for right side. Patient only has a vad in the right heart. It was reported that the patient has a history of being non-compliant. It was also stated that thrombus was not confirmed. Patient condition as of (B)(6) 2016 was said to be "fair" by the cardiologist. No additional information available.